Manufacturer narrative:
Date of event : (B)(6) 2019, date of report : 25jun 2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The fse replaced the touch screen to address the reported problem. Unit was fully tested after part replacement and is now ready for patient use. The touchscreen assembly returned for failure investigation, was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The manufacturer's field service technician noted that the touchscreen assembly was faulty. There was no patient involvement. Event date not specified, estimate used.